Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed for insulin flow blocked alarm. Pump would be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1880.